Event description:
Asku

Event description:
It was reported that during the implant attempt the helix would not retract back into the lead body. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and analyzed. The distal conductor was distorted. The defibrillator conductor was distorted. There was blood in/on the helix/lobe mechanism and the helix/lobe mechanism (sleeve head). Visual analysis indicated that the lead was damaged at implant. The helix cannot extend and retract due to distal conductor distortion within the connector.